Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Follow-up with the biomedical technician indicated the machine was removed from service for evaluation following the event. The biomedical technician replaced the power supply to resolve the issue. Following the parts replacement, the system was restored to full functionality. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were non-conformance's or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A biomedical technician at the user facility reported that a 2008t hemodialysis (hd) machine failed to power on when the power rocker switch was activated. No patient was connected to the machine at the time of the incident. Therefore, no patient was involved. The biomed confirmed 120vac to the power switch and no voltage at the power control board. A visual examination of the black wire, which connects the power switch to the power control board, found the component to be visibly charred. The biomed replaced the power supply and wire to resolve the issue. Following the parts replacement, the system was restored to full functionality. The unit has been returned to service at the user facility without a recurrence of the event as reported. No parts have been returned to the manufacturer for evaluation.